Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 07/29/2025, the user reported that the ilet touchscreen was cracked and partially unresponsive. The patient will use backup therapy until a replacement device is received. No blood glucose impact was reported.